Manufacturer narrative:
(B)(4).

Event description:
The customer complained a false negative reaction of sample a containing an anti-e and of sample b containing an anti-jk (a) with anti-human globulin, anti-igg solidscreen ii. Customer has sent us the two missed antibodies but not the complained lot of anti-human globulin, anti-igg solidscreen ii. The antibodies were tested with the retention samples of ahg on tango in the quality control laboratory and reacted negatively. Furthermore the antibodies were tested in the gel method: sample a reacted positively and sample b negatively. Additional tests in enzyme and peg (polyethylene-glycol) methods were performed. Sample a (anti-e) reacted positively in the enzyme technique on tango. Sample b (anti-jk (a)) reacted weakly positive only in the peg method and a jk (a) homozygous reagent red blood cell. The correct function of the affected lot ahg, anti-igg solidscreen ii was confirmed by testing different weak antibodies. All positive and negative reactions were correct.